Event description:
On 6/28/97, the facility nurse informed the MFR's sales rep of the following: unable to aspirate from the device. The pt was a cancer pt and the device had been used regularly due to the pt's need. No further details were provided at this time.